Manufacturer narrative:
(B)(4). This device was not returned to baxter for evaluation, however, a baxter field service technician repaired this device at the customer site. Device evaluation has not yet been completed. Review of the device event history determined that the reported condition occurred on (B)(4), 2010 and not the originally reported occurrence date of (B)(4), 2010. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of alarming damaged battery was confirmed during product evaluation and determined to have been caused by depleted main batteries. The main batteries and battery harness were replaced to correct this condition. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). This device is a rcolleague pump with a user interface module software version of 6.13.92.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a battery issue. Review of the device event history determined that this condition interrupted delivery. No patient injury or medical intervention was reported. The software version of this device is unknown. No additional information is available at this time.